Event description:
Reportedly, during patient use, the display showed "hi rrtot" alarm; however, the alarm sound didn't occur and the led didn't flash simultaneously. Also, the membrane button did not work properly. Then the patient was manually ventilated and switched to another ventilator. There were no reported negative consequences or injury to the patient.

Manufacturer narrative:
(B)(4).